Event description:
Same case as: 2134265-2008-00573. It was reported that following a coronary artery drug eluting stenting treatment procedure, withdrawal difficulty occurred with a ultra2 cutting balloon. The patient had a 2.75x12 mm taxus express2 drug eluting stent deployed in the proximal ramus, inflated to 12atm for 50 seconds, and a 2.75x16 mm taxus express2 drug eluting stent deployed in the proximal posterior descending artery (pda), inflated to 14 atm for 45 seconds. Excellent angiographic results were achieved. Medications given: angiomax, nitro. Six months later, in-stent restenosis was identified in the proximal ramus. Multiple inflations were made in the proximal ramus with a 2.75x10 mm cutting balloon, inflated to 12atm for 90 seconds. A 2.75x8 mm taxus express2 drug eluting stent was deployed in the ramus with a slight overlap to the previously placed 2.75x12 mm taxus stent. Wide patency was demonstrated. Medications given: angiomax, nitroglycerin, heparin, plavix (which patient was already taking). Nine months later, in-stent restenosis was identified in the proximal ramus. A 2.75x10 mm cutting balloon was inflated to 10atm for 90 seconds in the proximal ramus. Then a 3.0x10 mm cutting balloon was inflated to 10atm for 90 seconds in the proximal cx. Two inflations were made with a 2.5x12 mm maverick balloon in the ostial cx, inflated to 10atm for 30 seconds and 1.5atm for 22 seconds. The same 2.5x12 mm balloon was inflated to 6atm for 30 seconds in the proximal ramus. A 3.0x6 mm cutting balloon was inflated to 10atm for 90 seconds in the proximal cx. Then the physician went back in with a 3.0x10 mm cutting balloon, but was unable to cross the lesion. Upon removal, the previously placed 2.75x12 mm taxus stent was found on the cutting balloon. An inflation with a 2.5x15 mm maverick balloon was made, inflated to 12atm for 90 seconds. A 2.75x16 mm taxus express2 drug eluting stent was placed in the proximal ramus, inflated to 13atm for 60 seconds and post dilated with a 3.0x12 quantum maverick balloon. Medications given: angiomax, nitro. No additional pt complications were reported. Patient status reported as "ok".

Manufacturer narrative:
.